Manufacturer narrative:
The evaluation included a review of product historical data and product labeling. No product issue similar to this complaint incident was found for the cell-dyn sapphire. The cell-dyn sapphire operator's manual provides adequate precautions and warnings to alert cell-dyn sapphire analyzer operators of the safety practices for handling and processing of samples and performing maintenance procedures when using the cell-dyn sapphire analyzer. Additionally the cell-dyn operator's manual provides adequate hazard information and suggests wearing personal protective equipment (ppe) like lab coat, safety google, and gloves. In this case, ppe should be worn while being around the analyzer(s) in ready status mode because the system has pressure and vacuum. Based on this evaluation, a product issue related to this event, was not identified for the cell-dyn sapphire analyzer.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated an operator was sprayed with waste from the cell-dyn sapphire waste tank plug 3 meters away. The operator was sprayed on the face. The operator was not wearing personal protective equipment of safety clothes, gloves and glasses, as the operator was not working when the event occurred. No specific operator information was provided. The operator was treated with antibiotics.